Event description:
It was reported while using bd plastipak¿ sterile plastic syringe there were sterility issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a positive sterility assay was detected in the 5ml syringe packaging material (code 990408 lot 2202254). I report that as of the date (01/12/2023) on the 14th day of incubation, development in sterility of the following material is observed: packing: 5ml syringe l.401964 ¿ development (turbidity) in tsb as of 01/12/2023. The tio does not present development at the end of the test.

Manufacturer narrative:
H6: investigation summary: no samples or photos received for investigation. A device history review was performed for reported lot 2202254 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. We have reviewed the sterilization cycle and inspections for this lot and found all results met required specifications. Thirty two retained samples of the same lot were evaluated, no defects or issues observed. Additionally, no internal contamination or packaging compromise was verified. Sterilization testing was performed and results were found to be within specification. There have been no changes in the manufacturing process or materials used to manufacture this product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe there were sterility issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a positive sterility assay was detected in the 5ml syringe packaging material (code 990408 lot 2202254). I report that as of the date (B)(6) 2023) on the (B)(6) day of incubation, development in sterility of the following material is observed: packing: 5ml syringe l.401964 ¿ development (turbidity) in tsb as of (B)(6) 2023. The tio does not present development at the end of the test.